Event description:
The pt was seen in 2008. Three days later, new internal defibrillator leads were being placed. The screw on the defibrillator in the pt was found to be stripped. New leads and a new defibrillator were implanted in the pt.